Manufacturer narrative:
The vessel sealer extend (vse) has been returned and evaluated by the failure analysis team. The instrument was found to have a loose grip cable at the proximal end. Additionally, a loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found to have low torque based on in house testing. The instrument failed grip force test "3.71875017" which is below 4.25 lbs. There were no failure reports in the logs. This is caused by loose grip cable at the proximal end. The instrument failed to perform seal test on the in-house system. The system displayed " ensure appropriate amount of tissue in jaws. Incomplete seal cycle" on 3 out of 3 attempts. There are no low torque failures in the logs. The instrument failed grip force test "3.71875017". There is no loose cable in the proximal end observed upon inspection. A device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the vessel sealer did not register or work. The procedure was completed with no reported injury.